Event description:
There was no device failure, malfunction, or complaint reported. The endocoronary sinus catheter was placed uneventfully as preparation for cardiac surgery. Approximately 1 hour later, during placement of the endovenous drainage cannula, blood was noted in the pericardium. A small perforation of the coronary sinus was found and repaired. The intended operation was successfully completed via the original thoracotomy incision. There were no sequelae from this event.